Manufacturer narrative:
Evaluation summary: upon visual inspection it was determined that adhesive from the manufacturing process was occluding a drive line on the probe, preventing actuation of the cutter to occur. The root cause of the customer's complaint was the occluded drive line which is related to an error during the manufacturing process. This defect would have rendered the device inoperable and thus eliminate any risk to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).

Event description:
A pharmacist reported that the vitrectomy probe did not work. The cassette passed the prime test. Additional information has been requested but not received to date.

Manufacturer narrative:
Evaluation summary: there have been no additional complaints reported against the finish goods lot and the DHR shows the product was released per specifications. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause.